Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for the tx60b: what were the indications for surgery? What surgical procedure was performed? Can you please confirm what tissues were captured in the device jaws? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Can more information be provided on the shape of the staples? Can you please confirm the total blood loss volume? Was the bleeding on the atrial side? Was there an atrial injury? Can more details be provided about how the bleeding was ultimately controlled?

Event description:
It was reported that the patient had a colostomy for rectal prolapse. While taking it down for the diagnosis. They were doing a robotic rectal plexy, they did a side to side anastomosis on a segment of bowel tlc75 was used interluminary and a tx60b was used to close. Both blue reloads, three used. When they fired the gia interluminal no bleeding was noted at that time. The surgeon says always looks. Patient started bright red rectal bleeding within 24 hours. Three units of red blood cells were given to the patient. The post op bleeding extended her stay one to two days.

Manufacturer narrative:
(B)(4). Date sent: 02/02/2021. Additional information requested and received: the patient was a female, rx: lovenox, was getting a reverse colostomy and rectopexy. Blue reloads used on both the tx60 and tlc75. Bleeding was discovered post op in stools brb. Patient remained in the hospital, had a blood transfusion. No endoscopy was performed, it was not conclusive which if any of the staple lines were bleeding. The patient stabilized and was discharged to home. Dr. (B)(6). Told me it was impossible to tell where the bleeding was coming from and probably had more to do with her lovenox. The patient was discharged home without event. I provided the list of questions to dr. (B)(6), but he chose not to answer them and provided me the information above.